Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) years post procedure the patient presented to the hospital due to a fall. A computed tomography angiography (cta) imaging procedure was performed. The cta imaging showed that there was a thrombus attached to the left atrial wall adjacent to the closure device. The patient was placed on a therapeutic dose of eliquis and later discharged with a follow up in 2-3 weeks.

Manufacturer narrative:
B3 date of event was reported as october 2021. D1 brand name, d3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. D6a implant date was reported as (B)(6) 2019. Literature citation: ferguson, a., jules, p., erskine, a., & tivakaran, v. (2025). Left atrial thrombus in a hypercoagulable state despite watchman device: a case report. Journal of the american college of cardiology, 85(12_supplement), 4081-4081.